Manufacturer narrative:
It was identified that the customer had assumed that isoflex lal (a gel support surface) was an air mattress rather than a gel mattress. It was identified that an air mattress may be better suited for this account's needs. The customer's isoflex lal units were replaced with isoair units (an air support surface).

Event description:
It was reported the patient's skin broke down on the mattress. According to the wound care specialist at the hospital, the patient was admitted with an existing wound which was reported to be closed upon admission. However, after one day on the mattress, the wound was alleged to have reopened. The wound care specialist indicated that treatment was administered, however no further details were reported.

Event description:
It was reported the patient's skin broke down on the mattress. According to the wound care specialist at the hospital, the patient was admitted with an existing wound which was reported to be closed upon admission. However, after one day on the mattress, the wound was alleged to have reopened. The wound care specialist indicated that treatment was administered, however no further details were reported.